Event description:
The following information was reported: the physician used three devices on one patient to achieve hemostasis. The first mynx device had a balloon loss of pressure that occurred during prep. The second mynx device used had a balloon loss of pressure during pull-back before the physician reached the second point of resistance. The third mynx device used achieved hemostasis for the patient. However the physician felt it was difficult to shuttle down the sealant on the artery. The patient was not hospitalized. Stick location: at the femoral head, vessel size: 5-7mm, procedure: interventional radiology.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the shuttle. The balloon was stuck inside the advancer tube and the sealant was not returned. The condition of the device indicated that the user might have difficulty withdrawing the balloon through the advancer tube - this differs from the narrative description. Failure to completely deflate the balloon prior to catheter removal could cause the balloon material to bunch/cluster at the distal end of the advancer tube and present resistance during retraction. The review of the lhr (lot f1402801) indicated that the device lot met all established performance criteria prior to shipment. Both shuttle cartridge and introducer sheath moved freely during investigation. Based on the provided information and investigation performed the root cause for the reported device incident could not be conclusively determined. See MDR 3004939290-2014-00500 for the first device and MDR 3004939290-2014-00501 for the second device.